Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-01750.

Event description:
It was reported via repair work order that a component burned on the motor control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported

Event description:
It was reported via repair work order that a component burned on the motor control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported